Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to an icon file storage space on the application¿s home screen. A field service engineer manually unlocked the tower doors to induce a failure and subsequently rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager encountered a failure and was not restored. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.